Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclsoe se device achieved arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, the patient developed a hematoma requiring a blood transfusion. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.